Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the deployment sequence the implanter thought the clip had opened. The clip arm angle prior to relaxing was 20 degrees tightened down. Fluoroscopy displayed the clip relaxed to 30-35 degrees during efaa (establish final arm angle) of the deployment sequence. Troubleshooting was performed such as tightening the clip down. It relaxed again and the clip was deployed at that an angle of 30-35 degrees, and remained stable. The mr remained unchanged. A second clip was implanted as planned. The mr reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.